Event description:
It was reported a nerve injury at tooth site #45 therefore implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.